Event description:
Customer reported her doctor told her to stop using the insulin pump and revert to manual injections due to customer having multiple high blood glucose episodes. Customer reported symptoms of nausea, light headedness', extremely thirsty, and couldn't drink. Customer attempted to treat high blood glucose with the device. The drive support cap was normal. Customer removed quickset. Air bubbles were noted in the tubing, assistance to clear bubbles. Manual prime was performed on the device and insulin did exit. Settings were reviewed by doctor and were correct. The device passed high pressure test. Customer's blood glucose was in the 500 mg/dl range for four hours. Customer was advised of ways to prevent high blood glucose levels. No further information reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.